Manufacturer narrative:
Device performed within specification. Event attributed to user error.

Event description:
Patient admitted for right and left heart catheterization, angiograms -lv, ao, multiple angiograms at aortic isthmus, and device closure of patent ductus arteriosus. Nit-occlud dislodged out of pda and was stuck in the tricuspid valve. Nit-occlud left in the tricuspid valve area. Pda closure obtained with vascular plug ii 8mm; no residual patent ductus arteriosus. Attempt made at removal of nit-occlud by transcatheter technique unsuccessful. Us peds echo post incident - coil device is displaced within the tricuspid valve annulus, device appears stable with no obstruction to flow. Echo repeated twice more with continued report of stability with no obstruction to flow. The patient was discharged on (B)(6) 2018 in stable condition. Pda access was venous. Account states that this was not a device error, but an operational error. No other information is being made available by the account.